Event description:
Olympus was informed that the image went black during an unidentified procedure. There was no report of any patient harm.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information without success. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was no visible image provided by the device and there was evidence of fluid invasion inside the endoscope connector and video connector. Following aeration, corrosion was noted inside the endoscope connector, video connector, and on the flexible printed circuit board. The evaluation determined the device to pass leakage testing. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling during reprocessing. The referenced device was refurbished. This report is being submitted as a medical device report in an abundance of caution.